Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after an iliac dilatation procedure. Reportedly, resistance was felt while advancing the thumb advancer. The green sheath of the starclose se device elongated during splitting and the clip could not be fired. Resistance was met upon removal of the starclose se device. Manual arterial compression was applied to achieve. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The failure to deploy the thumb advancer and stretched sheath could not be confirmed. The reported difficult to remove could not be replicated in a testing environment. A conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.